Event description:
Information received from the field notes that during a routine follow-up, the device was found in back-up mode. A software download restored the parameters to baseline, however, final measured data indicated a high current drain of 385ua. The patient's underlying rhythm was in the range of 50-60 bpm.